Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) ruptured after the helium loss alarm. The iab was taken out and not replaced. The patient was supported with medications. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in the helium pathway is confirmed. The iab was confirmed with a leak from the bladder which allowed blood to enter the helium pathway. The leak site was noted to be a result of contact with a sharp segment of the exposed marker band of the iab. The root cause of the exposed marker band is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported that the intra-aortic balloon (iab) ruptured after the helium loss alarm. The iab was taken out and not replaced. The patient was supported with medications. There was no report of patient death, serious injury or complications.